Manufacturer narrative:
(B)(4). One agilis nxt introducer was returned for evaluation. The results of the investigation concluded that the sheath was unable to deflect in one direction. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the deflection issue was due to a detached pull wire from the pull ring; however, it is uncertain how or when that damage occurred. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a cardiac tamponade occurred. An agilis nxt introducer was placed in the left atrium and a non-sjm ablation catheter was advanced to perform ablation on the pulmonary veins. Steering issues were noted with the agilis nxt introducer and a replacement was prepped. At this time, the patient became hypotensive and it was reduced motion of the left heart border was noted. A transthoracic echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed. The patient was transferred to surgery to investigate a continuing pericardial effusion. Upon performing the sternotomy, the effusion ceased and the area of perforation could not be identified. The physician believes the perforation was located in one of the pulmonary veins and is not attributed to the agilis nxt introducer; however, the cause of the cardiac tamponade remains unknown. The patient was being prepared for discharge at the time of this report.